Event description:
It was reported that the patient was seen in the clinic due to not feeling well. The device could not be interrogated with two different programmers. There was no alert tone. Unable to obtain follow up on the serial number of the device. The status of the device is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).